Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva tpn bags had contaminants in the solution. This was noticed during the inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6(update codes), h11. B5: upon additional information the reporter stated the staff found "more than ten" exactamix bags. H4: the lot was manufactured between january 8 - 9, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video of the sample, and a small white particulate spot approximately 0.10mm can be seen floating in the tpn solution. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.